Event description:
The caller alleged discrepant results when compared with the lab results as follows: date: 2008, inratio: 1.4, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.4, lab: 2.8, mean: 2.1, confident limits: 1.4 - 3.1. The inratio and lab values within the confident limits and no investigation will be performed at this time as per internal procedure (rev.2).